Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) with this right ventricular (rv) lead recorded three episodes of non sustained ventricular tachycardias that had pacing inhibition of less that three seconds due to oversensing of noisy signals. The physician will be turning off the tachy therapy. Technical services (ts) was consulted and recommended decreasing right ventricular (rv) lead sensitivity to minimize risk of oversensing since tachy therapy is no longer on. Ts also noted loss of capture (loc) in one of the episodes and recommended increasing rv outputs. This rv lead remains in service. No additional adverse patient effects were reported.